Event description:
Additional information confirmed that the cougar wire tip detached and remains in the patient. It has been confirmed that the patient has not suffered any adverse event as a result of the tip remaining in the body. Device evaluation: one partial cougar wire was received by medtronic for evaluation. The wire as received exhibited delamination of the ptfe coating on the proximal end, with stretching and a missing tip on the distal end of the sub-assembly corewire. The distal end of the core wire sub-assembly appears broken and stretched. It appears that the solder tip, a portion of the ribbon wire and a portion of the coil wire separated.

Manufacturer narrative:
Results: inconclusive, investigation in progress. (B)(4).

Manufacturer narrative:
Result: evidence of stretching on partial returned device indicates that use of the device during the procedure most likely impacted on tip detaching in patient. Conclusions: evidence of stretching on partial returned device indicates that use of the device during the procedure most likely impacted on tip detaching in patient. Delamination of the ptfe coating. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was having a percutaneous transluminal coronary angioplasty (ptca) / stenting procedure done. Medtronic cougar wire was used during the placement of stents in the right coronary artery. When the cougar wire was being removed it was noted that the hydrophilic coating of the wire remained in the right coronary artery vessel. Several attempts were made to remove the fragments that remained. It was eventually determined that it was best to leave the wire fragments in place rather than continuing to try to remove.